Manufacturer narrative:
(B)(4). Preliminarily evaluation of the returned sample indicates the swg kinked during use.

Event description:
The customer reports: on insertion of guidewire, unable to advance past 20 cm mark without resistance. Another kit opened to utilize guidewire. No patient harm. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned a used spring-wire guide (swg) still inside of the assembly for investigation. Visual inspection of the swg revealed signs of use in the form of dried blood and the swg distal j-bend was slightly deformed with bends. No other anomalies were observed. Microscopic examination of the swg confirmed the deformed j-bend with slight bends, and the distal and proximal welds were observed to be full, intact, and spherical. The length and outer diameter of the swg were measured and were found to be within specification. The swg was able to pass through a lab inventory 3-l: 7fr catheter and an 18 ga introducer needle attached to an arrow raulerson syringe (ars) (type of catheter, introducer needle and ars packaged with the cvc kit: 3-lumen 7 fr x 16 cm kit), with minimal resistance. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was damaged was confirmed through examination of the returned sample. The distal j-bend was slightly deformed. Functional testing showed the returned guide wire could pass freely through a lab inventory catheter, introducer needle, and ars. A review of the device history records did not reveal any manufacturing related issues. Based on the functional testing and the condition of the sample it was determined that operational context caused or contributed to this event.

Event description:
The customer reports: on insertion of guidewire, unable to advance past 20 cm mark without resistance. Another kit opened to utilize guidewire. No patient harm. Therapy was not delayed/interrupted.